Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed on the lead during a device change out due to normal eri. No electrical anomalies were noted. The lead remains implanted. The patient was in stable condition.